Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm has intermittent power during testing with new batteries. The battery door is broken. There is a small crack on the alarm case near the battery compartment. Note: posey instructions for use has a warning statement "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Manufacturer references file # (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries. No signs of corrosion or leakage detected on the case. There was no patient injury reported. Inspection of the returned product found that the alarm has intermittent power.